Event description:
It was reported that the patient presented with myocardial infarction, cardiogenic shock and hypoxic respiratory failure. Percutaneous coronary intervention was performed and a 3.5x23 mm rx vision coronary stent system (css) was advanced via direct stenting and the stent was implanted in the 80% stenosed distal saphenous vein graft (svg) to the obtuse marginal. The stent did not fully expand after maximal inflation with the stent balloon at 16 atmospheres (atm). A 4.0x8 mm non-abbott balloon catheter was advanced for post-dilatation of the stent at 20 atm and a perforation was noted on angiography. The perforation was treated with balloon tamponade, several balloon inflations were performed for 5-7 minutes per inflation, discontinuation of bivalirudin, and a 4.0x19 mm rx graftmaster was implanted successfully. A 4.0x18 mm rx vision css was advanced via direct stenting and the stent was deployed at 16 atm in the 90% stenosed proximal svg. Post-dilatation was performed with a 4.0x8 mm non-abbott balloon catheter and there was still residual waist. Additional post-dilatation was performed with a 4.0x10 mm non-abbott balloon catheter. Post procedure the patient was hemodynamically unchanged from baseline. There was no adverse patient sequela. There was a clinically significant delay in the procedure due to the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: stent: 3.5x23 mm rx vision, 4.0x19 mm rx graftmaster; guide wire: balance middleweight universal ii. The 3.5x23 mm multi-link rx vision device referenced is filed under a separate medwatch report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to deploy reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.